Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial#: (B)(6), ubd: 05-nov-2022, UDI#: (B)(4) ; product ID: 8784, serial#: (B)(6), ubd: 30-jun-2024, UDI#: (B)(4). H3: 8782 catheter: analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material; 8784 catheter: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal hydromorphone 15.0 mg/ml at 0.720 mg/day and bupivacaine 24.0 mg/ml at 1.152 mg/day via an implantable pump for unknown indications for use. It was reported that there was no environmental/patient/external factor that could have led or contributed to the issue. The issue was resolved at the time of the report and the patient's status was "alive-no injury". A surgical intervention did occur. The patient's weight was provided, but medical history was not made available due to legal/confidential reasons. According to the report of operation created on (B)(6) 2024 at 8:30 am, the patient's pre-operative diagnoses included a malfunctioning intrathecal catheter, post-laminectomy syndrome, pain in thoracic spine and continuous opioid dependence. The patient's post-operative diagnoses included post-laminectomy syndrome, pain in thoracic spine and continuous opioid dependence. The operation performed included the removal of the malfunctioning catheter at the spinal implant site and pump side, implant of a new intrathecal catheter [8780], and revision of abdominal pump pocket site. According to the medical indications section, the patient had a long history of mid-back secondary to post-laminectomy syndrome. The patient's pain had been severe and refractory to conservative care which had included physical therapy, spinal injections, medication management and trial of neurostimulation. The patient underwent implant of an intrathecal opioid infusion pump on (B)(6) 2022 and had experienced good resolution of pain with intrathecal (it) infusion. In (B)(6) 2024, the patient reported minimal pain relief from his boluses. The patient had a failed catheter dye study on (B)(6) 2024 where the tip remained at t9 since implant, but a catheter kink was suspected due to difficulty with aspiration and sluggish flow. The patient wished to continue with intrathecal drug delivery, and the hcp had scheduled him for a catheter replacement today [2024-09-11]. Since the catheter dye study, the patient underwent spinal hardware removal, and was cleared by his surgeon on (B)(6) 2024 to undergo catheter revision surgery. The patient's intrathecal medication dosing had been weaned in anticipation of surgery. The patient wished for the entire catheter to be replaced to avoid the need for further surgery in the near future. According to the description of the operation, the hcp visualized the thoracic spine with anteroposterior (ap) fluoroscopy and identified the it catheter with the tip at t9. The hcp then infiltrated the scar over the midline spinal catheter implant site at approximately l3 and incised the scar for its entire length of 2 inches, carrying the incision down to the supraspinal pocket. The hcp then identified the catheter in the spinal pocket and dissected it free from surrounding scar tissue. The anchor was technically difficult to locate due to scar tissue and anchor depth in the paramedian tissue. The catheter anchor was intact. The hcp cut the spinal side catheter a short distance from the anchor. No cerebrospinal fluid (csf) dripped from the cut end of the catheter. The hcp then cut the anchor sutures and removed the anchor in its entirety. The hcp removed the old spinal side catheter and csf welled into the wo und. The hcp placed two sutures with 0-ethibond at the location of csf egress and the csf flow stopped. The hcp then used fluoroscopic guidance to insert the needle supplied by medtronic into the epidural space and then onward into the intrathecal space at l2-3 without difficulty. The hcp advanced the new spinal catheter up to the top of t9 using ap and lateral fluoroscopy. There was no resistance encountered. The hcp removed the needle and stylet and noted that clear csf flowed freely from the end with the catheter. The hcp then rescanned with fluoroscopy and noted that the catheter had not migrated during anchoring and clear csf continued to flow freely. The hcp then turned their attention to the right abdomen. The hcp disconnected the pump side catheter from the pump and removed it, the collet and the remaining spinal segment in their entirety. The hcp then used a tunneling device to tunnel the new spinal-side catheter to length, sent the cut portion off the field for measurement and then attached the pump-side catheter to the spinal catheter using connection the device in the pocket. The hcp aspirated the catheter access port and clear csf flowed freely indicating patency of the entire system. The patient was then transported to the recovery room and the hcp would continue intrathecal infusion at low dose and titrate upward to affect. The explanted catheter was disposed of per biohazard instruction. The patient's pre-procedure pain rating was a 10/10 pain level. The patient's post-procedure pain rating was a 9/10 pain level. Additional medication taken by the patient included oxycodone 5 mg.